Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 416mg/dl and also reported of having motor error on the insulin pump. Customer stated that they were trying to do a bolus. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.